Event description:
It was reported the leads were attempted, but not used due to positioning difficulty. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection. (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.